Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: distal end had corrosion, the connecting tube had a wrinkle, due to the wear of the angle wire the bending angle in up direction does not meet the standard value and the switch 1 was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis gastrointestinal videoscope had glue residue found inside the instrument channel. The issue occurred during reprocessing. There were no reports of patient harm.